Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred because chemical substances solidified. The instruction manual provides preventive measures against the reported failure mode.

Event description:
Olympus medical systems corp. (Omsc) was informed that detergent solution did not come out of the connecting tube plugged into the basin of the device. The tube was clogged. Olympus representative visited the site and found that the customer was using cidex opa which was not olympus-recommended detergent solution for this product. There was no report of patient injury associated with the event.